Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient with an implantable neurostimulator (ins). It was reported that the patient had two falls and now needed an MRI on their brain and leg. The first fall, which occurred in (B)(6) 2016. The patient fell backwards onto the right side of their back and pelvis. It was noted that the patients ins was on their left side. The patient¿s second fall in happened on (B)(6) 2016, the patient fell onto their right knee. In between the falls they also had a crockpot fall on their head ((B)(6) 2016). It was reported that since the falls, they had been experiencing stimulation near the ins site (about the size of an orange) and on the side of the lead site, in addition to their normal stimulation. It was reported that this stimulation was intermittent. The patient stated that they felt additional stimulation at the ins site and near the lead site when they would bend, overextend or when walking for too long. Patient was directed to follow-up with their pain healthcare provider to have their device checked. Additional information received from the manufacturing representative indicated that they do not recall the details of the aware date, but will call the patient and set up and appointment to get their current status. Additional information received from the manufacturing representative indicated that they were able to get in contact with the patient. They will be meeting with the patient on 2017-03-31 to check their device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.